Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was a problem reported for second firing with the device. It was used for a gastric pouch creation with green 60mm reload. Surgeon reported that staples were formed only on one side of the knife (pouch side). The other side of the tissue was cut only without any staples formed which resulted in a heavy bleeding. To close the leak in the stomach, the surgeon used sutures and to finish the procedure he took a new pse60a handle. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: surgeon reported that there were no staples deployed on the right side of the cut line. It is unknown how much blood was loss ¿ surgeon made no special comment about this no report about blood transfer to the patient (apparently the surgeon was able to stop the bleeding instantly) unfortunately the have kept only the pse60a and have disposed the reload after the procedure. This is all the information available about this case.